Event description:
It was reported that, during preparation for the procedure, the capacitor bank exploded. There was no patient involved.

Event description:
It was reported that, during preparation for the procedure, the capacitor bank exploded. There was no patient involved.